Event description:
It was reported that the cuff is inflating asymmetrically during pre-check. No patient involvement.

Manufacturer narrative:
The sample was not received for investigation. The customer reported issue could not be confirmed due to no receipt of photos of actual sample for investigation. Additionally, the lot number of the reported device was not provided therefore no device history review (DHR) could be performed. Manufacturing controls are in place to help prevent occurrence of the reported issue. No root cause could be determined since no product and/or photos were received to investigate the reported issue. If the product is returned at a later, a summary of the investigation results will be provided in a supplemental report. Date received by manufacturer is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).